Event description:
It was reported that the patient's right ventricular lead had noise, increased threshold, and increased pacing impedance. The physician felt it could be either a lead issue or the patient's tissue substrate. The patient is stable and will continue to be monitored.